Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy, extensive lysis of adhesions, excision of the previously placed infected mesh and component separation on (B)(6) 2008 during which the surgeon noted previously placed mesh was incorporated into the small bowel. The mesh graft was excised except of the portion found to be incorporated into the small bowel. It was reported that the patient experienced severe pain, inflammation, infection, bowel injury, nausea, scarring, bulging, loss of appetite, stress and anxiety. No additional information is provided.